Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve

Event description:
The user facility reported an 80-year-old female was having an impella 5.5 implant due to needing additional support after coronary artery bypass graft. There were multiple sites of bleeding noted. A left ventricle perforation was observed. The ventricle was repaired using a suture and patch. Blood products were given. The patient was reported as stable.

Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. According to the clinical details, while manipulating the heart they discovered an lv perforation. A sutured patch was used to resolve the issue. No product was returned for a visual inspection. The most likely cause of the ventricle perforation was due to use while manipulating the patients delicate heart.